Event description:
The fixator was applied for a distal radius fracture. At a subsequent follow-up visit, it was noted that the distal balljoint was loose and the pt had sustained a loss of fracture reduction. The fixator was removed and a second surgery performed to apply plates and screws.